Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement, the foley catheter was naturally removed during surgery. When checked, water leakage was confirmed.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Four photos were received for evaluation. The first one shows a top view of a three-way foley catheter. The second photo shows a deflated balloon and tip. The next two photos show the catheter's cap and the tray's label. Received 1 all silicone foley catheter. Visually inspected the catheter and no physical defects were noted. Inflated balloon with 10ml of mbs with inhouse syringe; inflated properly balloon symmetry 70:30. Connected the inhouse syringe and before the balloon was completely deflated a leakage was found from the eyelet indicating lumen to lumen leak. Dissected the balloon and double perforation was noted, pinhole size 0. 013mm.the returned sample does not meet specification which states: catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause identified is it was difficult to assure the positioning of the catheter due to vision was difficult. DHR was not required as the CAPA 8266921 is applicable for this product lot number. Labeling review was not required as the CAPA 8266921 is applicable for this product lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement, the foley catheter was naturally removed during surgery. When checked, water leakage was confirmed.